Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/01/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: investigation revealed a crack at the bottom of the display lens. Unrelated to the original complaint, the display was blank. The audio bolus button was punctured. Upon pump disassembly, corrosion was found on the printed circuit board and the display flex cable.